Event description:
It was reported that the control-iq pump software was not adjusting insulin delivery as expected. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. Tandem technical support confirmed the pump was working as intended. However, the customer maintained that the pump did not function as intended. Customer declined further troubleshooting with tandem technical support and declined to provide further information.